Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that 2 latarjet cases were booked for the 16th august and national scheduling was advised of cases. They left notes for team members to ensure kits are turned around and dispatched once kits from earlier in the week are returned. Kits were never turned around and not dispatched as requested, resulting in equipment not being dispatched as requested on the 13th august for case on the 16th august. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that the loan kits for latarjet reusable setloan were not dispatched as booked for the laterjet cases scheduled on (B)(6) 2021. According to the reporter, the kits were requested on (B)(6) 2021 but never turned out and dispatched that the surgeon had to change from arthroscopic to open surgery. The surgery was completed successfully. The status of the patient post-surgery was unknown. No additional information was provided.